Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) device had a red alert in latitude system with v-tachy mode programmed to value other than monitor plus therapy. Attempts to obtain additional information to find out reason of deactivating the crt-d device was unsuccessful. This crt- d device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient died approximately ten days after the device was programmed off. There were no reported allegations of a device malfunction or that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was returned two years after the event occurred with the leads still attached to the header. A review of the device memory confirmed the device was programmed with tachy mode off on (B)(6) 2013. This was the same date as the remote monitoring red alert was received. Public records report that the patient died on (B)(6) 2013. The device battery was confirmed to be at beginning of life (bol). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed no issues were found with the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.